Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affect. The user did not report any accidents or illnesses. He did report that he had an MRI done before the reported issues started.

Event description:
Hearing performance with the device is affect. The user did not report any accidents or illnesses. The user has been re-implanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of bifilar wires. A contribution to the device failure by the MRI is considered to be unlikely. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
Hearing performance with the device is affect. The user did not report any accidents or illnesses. He did report that he had an MRI done before the reported issues started. Re-implantation is planned for (B)(6) 2025.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. Reimplantation is planned to take place in 2025.